Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that their sensor was missing an electrode. They declined to provide their blood glucose. Nothing further to report. The sensor is not returning for analysis.